Event description:
Customer reported via phone, he is hard at hearing and his dog alerted him he was going low. Customer's blood glucose was in the 40 mg/dl range, treated with orange juice. Customer also had issue was with the sensor triggering the insulin pump to go into threshold suspend when his blood glucose was 100 mg/dl. Customer was unable to troubleshoot and was advised to call back. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.